Event description:
It was reported that during a gastric bypass procedure, the device locked out. They changed the cartridge and the staples did not form. The site opened a new gun to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4. 6: information anticipated, but unavailable at this time.